Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaked from the hardware block. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: a smiths medical level 1 hotline 3 was received in good condition. Device under test was manufactured in 2016. A test disposable l-370 was installed to perform initial check. Powered up device, after 30 minutes of circulation the device leaked from the disposable. This confirms customer reported reason. Replaced left hardware block pn 6208134 to troubleshoot. After 2 hours of operation, no leakage was found. Device passed all functional tests. Left block was found to be faulty. Problem source is unknown.